Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.25mm x 15mm emerge balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.